Event description:
This is filed to report difficult removal and tissue damage. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4+ and restricted posterior leaflet. A mitraclip xtw (20524r118) was selected for treatment, but an issue during preparation of the device occurred. The device was exchanged for another mitraclip xtw. A mitraclip xtw (21117r1017) was advanced to a3/p3, but difficulties grasping the leaflets occurred. Multiple attempts were made to grasp the leaflets, but the mr increased each time. While inverting, interference with the mitral subvalvular apparatus occurred. The clip had interacted with the chordae and troubleshooting was performed to remove the clip from the chordae. However, chordal rupture occurred. The clip was then implanted, but mr remained at a grade of 4+. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information and without the device to analyze, the cause of the reported positioning failure (leaflet grasping - clip not implanted) cannot be determined. The reported difficult to remove (anatomy) appears to be due to user technique. The reported tissue injury and mr are cascading effects of the reported difficult to remove (anatomy). The reported tissue injury and mr are listed in instructions for use (IFU) document and are known possible complications associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.